Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using two prismaflex m150 sets, two external blood leaks occurred. A blood leak alarm was triggered 10 minutes into treatment. It was reported the blood leaks were found on the pressure pod (filter pod). The blood loss was 100 mls for each event. It was reported there were no patient symptoms. There was no patient injury or medical interventions associated with the events. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photographic samples was performed and it was noted that blood was inside the filter pressure sensor. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.